Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported obtaining a glucose scan of 3.2 mmol/l; however, the low glucose alarm failed to sound. The customer "did not respond immediately" and required treatment of glucagon nasal spray administered by third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer reported obtaining a glucose scan of 3.2 mmol/l; however, the low glucose alarm failed to sound. The customer "did not respond immediately" and required treatment of glucagon nasal spray administered by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms with iphone using a known good libre 2 sensor. There were no issues identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.